Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During fixation, it was noted that the paced r waves made the morphology abnormal. The lp was released and then dislodged to the tricuspid valve. The physician attempted to retrieve the lp but was unsuccessful. The patient condition was unknown.

Manufacturer narrative:
Correction - h6 - insufficient information should not have been included correction - b5 - "during fixation, it was noted that the paced r waves made the morphology abnormal." Should not have been included. "It was noted that the lp was replaced with a single chamber transvenous pacemaker." Has been included.

Event description:
Information received indicates there were no allegations of malfunction or patient consequence regarding the morphology. It was noted that the lp was replaced with a single chamber transvenous pacemaker.